Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, as the customer was pregnant and adjusting the basal rate settings, blood glucose (bg) level decreased to 40 mg/dl. Food was consumed to treat bg level. Reportedly, the customer continued using the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Based on the analysis, the alleged settings issue could not be verified.